Event description:
A report was received that, during a suctioning procedure, the catheter separated and a portion of the catheter was left in the pt's lung. The catheter portion was retrieved. No pt injury was reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.